Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. During inspection and testing, service was not able to confirm the customer¿s report of black liquid exiting the device. However, service found there was a leak in the instrument channel due to a pinhole, there was a crack in the resin on the distal end due to impact such as being dropped, the control body demonstrated signs of wear and physical stress, and the control body boot was damaged due to physical stress. The control section, remote switch box, and remote switch printed circuit board were damaged, and remote switch button #1 was not working. The covering on the insertion tube was pinched and deformed due to wear. The bending angulation was out of specification due to wear of the angle wire. The universal cord and connector were damaged due to wear and physical stress. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that black liquid was coming out of the subject device during the cleaning process. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient /inappropriate reprocessing. It is recommended that the user facility be instructed/reinstructed on the method of handling regarding usage environment for the device. Olympus will continue to monitor field performance for this device.